Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had their device (group a and b) were reprogrammed yesterday and now the ins battery did not stay charged overnight. It was reported that the patient had usually charged their ins once daily, but they when to bed at ¿5 am and woke up at 11 am¿ and checked the ins and the controller showed that the ins battery had depleted. The patient reported that the ins battery had never depleted this quickly before. The patient noted that they were in pain because the ins was turned off right now. It was indicated that the patient always charged their ins 100 percent full. The patient reported that the ins depleted and the pain woke them up today. The patient was redirected to follow-up with their healthcare provider (hcp) to address the ins depleting quicker. It was reviewed that the ins may be depleting quicker due to programming changes that were made yesterday. It was reported that the ins battery depleting quicker and pain occurred on (B)(6) 2018. No further complications were reported/anticipated. Additional information was received from a patient on (B)(6) 2018. Patient re-port information regarding ins not staying charged more than 5-6 hours and that¿s it. Patient said is going through battery quick. Patient said they used to charge 1 time and ins would last 8 hours. It was reviewed usage and settings are based on how long ins battery will last. Patient also reported as of (B)(6) 2018. Patient said when patient is on group b patient will increase to 6.1 but 10 minutes later the stimulation goes back down to 0.1. Patient said group a does not take away the patient's severe pain. Patient said pain is continuation from the last time patient called. Patient confirmed therapy was on and adaptive stimulation is enabled. Patient confirmed stimulation is on and patient is currently on group b. Patient checked position and patient said patient is sitting, but position shows reclining. Patient increased from 0.1 to 6.1 and waited a few minutes. Patient said stimulation was staying at 6.1. Patient said after 10 minutes the stimulation setting will change. Reviewed patient may turn adaptive stimulation off if patient is unable to get 6.1 stimulation to stick. Patient wanted to turn adaptive stimulation off. Walked patient through turning adaptive stimulation off. Patient turned it off and said 6.1 setting was still there on group b. Redirected patient to health c are professional (hcp) to adjust settings on adaptive stimulation. Reviewed the time patient may have to stay in when making a change to program with adaptive stimulation to help the ins battery last longer. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reiterating that their implant battery pack was not holding a charge and that they were in pain. Patient services asked the patient if they had their device checked using a clinician programmer (impedance check) and the patient stated that they had not, however this contradicts information received from the rep on (B)(6) 2018, where the rep indicated that impedances were checked and were fine. Since patient services was unaware that the patient's device had been checked by the rep, they suggested that the reported rapid charge depletion may be indicative of a compromised implanted system and suggested that the patient have their implant checked (check impedances). The patient understood and stated they would request this from their healthcare provider. A list of hcp were sent to the patient. No further complications were reported/anticipated.